Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, (B)(6), ubd: 30-jan-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver hydromorphone 25mg/ml at an unknown dose, marcaine 6mg/ml at an unknown dose, and clonidine 50mcg/ml at an unknown dose. It was reported that the patient experienced a short period of withdrawal symptoms and, on (B)(6) 2023, the catheter was unable to be aspirated. The reservoir volume aspirated was consistent with what the clinician programmer reported. At that time, the doctor was unable to fill the pump with 20ml. The doctor was only able to fill with 10ml, as the pump would "not accept the other 10ml". In regards to environmental, external, or patient factors that may have led or contributed to the issue, the patient had severe scoliosis and had lost at least 20 pounds in the past few months. The catheteraccess dye study was performed on (B)(6) 2023 by the doctor. The doctor was able to aspirate 4ml from the catheter access port (cap) and inject dye into the cap. They were able to visualize dye coming out of catheter into intrathecal space a few centimeters prior to the tip of the catheter. No dye coming from the tip of the catheter was seen on x-ray. The doctor attempted to implant a new 8780 catheter, however was unable to gain access to intrathecal space due to patient spinal abnormalities. The doctor aborted the case and reprogrammed the patient pump. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient weight and medical history were asked but were unknown.

Event description:
Additional information was received from company representative (rep) and reported that the cause of the inability to fully fill the pump was not determined. It was stated that the healthcare provider (hcp) 'used fluoro' to verify he was in the reservoir at the time of the refill and would pull back 2-3ccs to verify reservoir was not locked. The hcp then filled pump until resistance made it impossible to push more fluid into the reservoir (after 10ccs). The inability to fully fill was not resolved and the company rep stated that he is going to have a conversation with hcp. The company rep also clarified there was no leak. The rep stated 'dye was only seen coming out of one of the three holes near the tip of the catheter and not at the tip of the catheter'. It was also reported that the hcp wanted to replace the catheter but was unable to. The company rep stated 'after talking about the inability to fill the pump again and now the catheter issue, it is likely the whole system will need to be replaced'. It was confirmed that as of right now there were no planned surgeries.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information surrounding the pump and catheter. Clarification from the company representative indicated that there was no catheter leak and codes have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.